Event description:
It was reported that the asymptomatic patient presented in hospital. Upon interrogation, the right ventricular lead was intermittently undersensing r-waves. After the programming changes, it was noted to have noise on the lead. The lead was stable with the changes they have made.